Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer fill tubing sequence was taking more insulin than previous fill tubing sequences. During troubleshooting with tandem technical support, the customer was instructed to stop filling the tubing and pump accepted the amount of insulin in the cartridge with an accurate fill estimate value. Customer completed the fill process and insulin delivery was resumed. Customer's blood glucose level was 92 mg/dl.